Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-02838. It was reported the pt began experiencing a high-frequency "burning" sensation down his legs. He stated that since the sensation began it feels like his stimulation does not turn off. He stated he still feels the sensation in his feet with stimulation off and a physician told him nothing was wrong with his feet. It was reported the pt will meet with the sjm rep for reprogramming. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.